Event description:
The pt was implanted with a vented electrical left ventricular device (lvad). It was reported by the lad coordinator that when the pt arrived at the hospital they were informaed that the pt had experienced a red heart alarm and the pump had stopped. The pt also reported that intermittent alarms had occurred the day before, but he did not know the cause. The system controller was then exchanged; however, the lvad still did not operate. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The pt remained on pneumatic support until receiving a heart transplant. The pt remains stable post-transplant. The device has been returned to the manufacturer for analysis.